Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was shorter than usual. The customer¿s blood glucose level was unknown. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer was unsure if the sensor was still in the body. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. No broken or missing parts were observed during analysis.